Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited out of range impedance measurements. On (B)(6) 2016 the lead was successfully partially explanted and replaced. The patient was in stable condition post surgery.